Event description:
It was reported that a patient underwent a kyphoplasty procedure at a level where vertebroplasty had already been performed previously. During inflation of the balloon, the balloon broke, which according to the physician, was most likely due to contact with older cement. It was not possible for the physician to retrieve the balloon from the vertebral body. The physician attempted to pull the balloon out, however, the balloon broke into two parts with one part staying in the vertebral body (which was confirmed by x-rays). The physician left the balloon parts in the vertebral body and filled the vertebral body with bone cement. The procedure was completed successfully. It was reported that the pain the patient experienced prior to the kyphoplasty procedure was gone. No further information was provided.

Manufacturer narrative:
Method - device not returned, follow up with company representative.